Event description:
The son reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 406 mg/dl. The caller stated the customer's blood glucose was high from eating a lot of sugar. The caller also reported the insulin pump was not delivering insulin. The caller stated the insulin was not exiting from the tubing when the customer was disconnected from the insulin pump. Customer was advised they may not be able to observe insulin exiting from the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.